Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The anatomical location of the lesion is unknown. The degree of stenosis is unknown. The vessel was calcified, and the level of tortuosity is unknown. The maverick 12mm x 3.0mm balloon was advanced to the lesion. Upon the second inflation at 12atms the balloon ruptured. The atms reached during the initial inflation are unknown. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "good." Further information was requested but is not available.

Manufacturer narrative:
The device was disposed of at the facility, therefore, a technical analysis could not conducted. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is operational context, due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.